Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three mr290v vented autofeed humidification chambers each had a water leak between the connection of the water feedset tube and spike. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: three mr290v chambers were returned to fph in (B)(4) for inspection. The returned chambers were visually inspected. Results: visual inspection revealed that there was a break in the feedset tubings of the returned chambers. The break was located at the connection to the water bag spike. The surface of the break was rough (not smoothly cut). A lot check revealed two other complaints of this nature for lot number 110914. Conclusion: the damage appeared to be caused by the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).